Event description:
It was reported that on a pediatric intensive care, a 1-year-old child was treated to manage the fever using the arctic sun device. The normothermia therapy has been in place for several hours without any problem allowed the patient to be monitored at a target temperature of 37 °c. The arctic sun device, was unable to cool the water temperature in order to control the patient's temperature. Therefore, the water temperature remained at room temperature and allowed the patient to return to hyperthermia. A replacement console was delivered and set up for the patient within 3 hours. Per follow-up via ibc on (B)(6) 2020, the treatment has been delayed by 3 hours and the device has been replaced by the local team.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on a pediatric intensive care, a(B)(6) child was treated to manage the fever using the arctic sun device. The normothermia therapy has been in place for several hours without any problem allowed the patient to be monitored at a target temperature of 37 °c. The arctic sun device, was unable to cool the water temperature in order to control the patient's temperature. Therefore, the water temperature remained at room temperature and allowed the patient to return to hyperthermia. A replacement console was delivered and set up for the patient within 3 hours. Per follow-up via ibc on 26nov2020, the treatment has been delayed by 3 hours and the device has been replaced by the local team.